Manufacturer narrative:
Device history record could not be reviewed since lot code information was not provided. Consumer did not return product samples for evaluation.

Event description:
Consumer stated on 3 occasions she has had to pull a tampon out in parts.